Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had poor contact of remote switch 1. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found switch 1 did not work, the nozzle had foreign objects, water tightness was lost due to a pinhole on the channel tube, the adhesive on the bending section rubber was cloudy white, water removal was reduced due to clogging of the nozzle, the control unit was dirty due to water leakage, the suction cylinder was shaved, the adhesive around the objective lens was peeled, the adhesive around the objective lens was cloudy white, the adhesive around the light guide lens was cloudy white, the distal end cover was scratched, the connecting tube was scratched, and switch 3 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during pre-use inspection.